Event description:
It was reported that the patient presented for initial implant. During the procedure, an error message was noted on the insertable cardiac monitor (icm). Following the error, the icm could not be interrogated via bluetooth telemetry, and no magnet response was noted. This icm was not used, and the physician completed the procedure using a different icm. The patient condition was stable.